Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped bending section cover glue, the cause was due to an excessive or inadequate physical force exerted on it by another object. The most probable cause of this complaint is traced to an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a chipped bending section cover glue. There was no patient involvement.